Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage.

Event description:
Furthermore, the lead was explanted and replaced.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed.analysis of the device memory indicated oversensing associated with the right ventricular lead.3 non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016.the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-sensing integrity counter (sic) and non-sustained tachycardias.oersensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2016 for v-sensing integrity counter (sic) and non-sustained tachycardias.

Event description:
It was reported that there were recorded episodes of noise on the right ventricular (rv) lead channel. The lead remains in use. No patient complications have been reported as a result of this event.